Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when reviewing atrial sensing using the mobile programmer during atrial lead placement the mobile programmer ap plication displayed a blank screen with an error message. The mobile programmer remains in use. No patient complications have been reported as a result of this event.